Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that the customer having an unknown readings issue with the use of the adc freestyle libre sensor. It was further reported that a blood glucose reading of 60 mg/dl was received on an unspecified device and she adjusted her glucose. The customer experienced symptoms described as ¿uncomfortable sleeping¿ and tired. No further information was provided. There was no report of emergent self-treatment or third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.